Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. A 10.0 x 80, 75cm mustang balloon catheter was selected however before the device was inserted into the catheter, it was noted that the end of the balloon catheter appeared like it was cut at a sharp angle. The procedure was completed using another balloon catheter. No patient complications were reported and there was no harm to the patient.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device confirmed that the balloon had been subjected to positive pressure and deflated. A solidified substance possibly contrast medium or saline could be seen in the balloon indicating the device was prepped for use. No issues were noted with the tip section of the device. The device was attached to an encore inflation unit and inflated at 14 atmospheres and no issues were noted with the overall balloon profile which could have contributed to the complaint incident. The inflation device was verified at 14 atmospheres (atm) before and after use. A visual and microscopic examination found no issue with the profile of the markerbands which could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that shaft break occurred. A 10.0 x 80, 75cm mustang¿ balloon catheter was selected however before the device was inserted into the catheter, it was noted that the end of the balloon catheter appeared like it was cut at a sharp angle. The procedure was completed using another balloon catheter. No patient complications were reported and there was no harm to the patient.